Manufacturer narrative:
H11: additional manufacturer narrative: as per medical records provided, the tricuspid valve is non-structured with pannus and periannularfibrosis. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 implanted in tricuspid position position showed signs of degeneration after approximately one (1) year and (4) months of implantation. As reported, patient was asymptomatic. Reportedly, ultrasound showed "destroyed valve".

Manufacturer narrative:
Added information to section b7, h6 (type of investigation) updated section b5, h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). H6 (device code) removed code 4001 - patient device interaction problem. The device was not returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that this valve model 7300tfx27 implanted in tricuspid position was put under consideration for a reintervention because it showed signs of degeneration after approximately 1 year and 4 months of implantation. As reported, patient was asymptomatic. Reportedly, ultrasound showed "destroyed valve".